Manufacturer narrative:
H10: through the receipt and review of medical records the following information was updated; a4, b5, b7, patient codes, method codes; additional manufacturer narrative: prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Based on the information received, the root cause of this event is most likely due to patient factors. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events. H11: correction: device codes, result codes, conclusion codes

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Through the implant patient registry department, a patient originally implanted with a 21mm aortic valve for 2 years 3 months, underwent an explant procedure due to aortic endocarditis-gram positive bacterial cocci with large vegetation completely encasing and causing obstruction. The surgeon also identified suture dehiscence in the right lateral extent of the aortotomy closure from initial procedure leading to pseudoaneurysm in that area. The patient received a replacement 23mm 3300tfx aortic valve. The replacement was successful with no paravalvular leak at completion. The patient was discharged home on pod #5.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H11. Corrected data: f10, h6. Reference CAPA-20-00141. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through implant patient registry, a patient originally implanted with a 21mm for 2 years 3 months, underwent an explant procedure for unknown reasons. The patient received a replacement 23mm aortic valve. The current patient status is unknown.